Event description:
The graft was implanted for an abdominal aortic aneurysm repair. On post-operative day 5 (pod5), the pt developed a fever of 37.5 to 38.0 degrees c. Which lasted until pod16, and was accompanied by elevated crp and wbc. Blood culture came back negative. The graft was left in. The pt is now doing well.